Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3389s-40, lot# v635903, implanted: (B)(6) 2011, product type: lead. Product ID 3389s-40, lot# v635903, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A consumer reported the patient had a loss of therapy and a loss of stimulation. Deep brain stimulation (dbs) had never worked that well for the right side of the patient's body since implant. The patient's indication for use is parkinsonian tremor and movement disorders. The patient was going to follow up with their health care provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.